Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there are no reported allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. The patient¿s pd culture generated growth of staphylococcus which is an organism normally found on human skin. Staphylococcus peritonitis is often associated with a breach in aseptic technique/touch contamination during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing of symptoms of nausea and vomiting. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse reported the patient had a pd culture obtained (the same day) which generated an elevated white blood cell (wbc) count and growth of staphylococcus haemolyticus consistent with peritonitis. While hospitalized, the patient was treated with the antibiotic vancomycin (dose and route unknown). Additionally, it was reported that the patient continued pd therapy (details not provided). On (B)(6) 2022, the patient was discharged home and continues pd with the same cycler without any issues. The nurse stated the patient is recovering from the event. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the patient denies a breach in aseptic technique.

Event description:
On 31/mar/2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing of symptoms of nausea and vomiting. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse reported the patient had a pd culture obtained (the same day) which generated an elevated white blood cell (wbc) count and growth of staphylococcus haemolyticus consistent with peritonitis. While hospitalized, the patient was treated with the antibiotic vancomycin (dose and route unknown). Additionally, it was reported that the patient continued pd therapy (details not provided). On (B)(6) 2022, the patient was discharged home and continues pd with the same cycler without any issues. The nurse stated the patient is recovering from the event. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the patient denies a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.